Manufacturer narrative:
The following other devices were also listed in this report: secur-fit ha psl cup/clus: cat# 2051-2058p; lot 67069101. Crossfire 10 deg insert: cat# 2041c-3258; 71731601. 6.5 cancellous bone screw 25mm: cat# 2030-6525-1; lot 70148301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "hip was infected. Dr removed implants and put in temporary spacers."